Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 h3, h6: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi29761 was released in a single batch. Batch1: released on july 22, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the complaint device mis si quick connect poly screwdriver was returned to customer quality (cq) west chester for investigation. During visual inspection, the distal tip of the screwdriver with grooves for attaching to screws had broken off and the pieces were not received along with the device. The device has circular marks all over the surface which could be attributed due to usage. Analysis of the received photographs of the complaint device revealed the same issues as device investigation. No other issues were identified that could have contributed to the broken condition. Document/specification review: according to the date of manufacture, the current and manufacturing drawings of the part were reviewed: -mis si quick connect poly screwdriver assembly. -mis si quick connect poly screwdriver t20 driver shaft. Dimensional inspection: measure dimension: outer diameter of the shaft: conforming conclusion: the complaint condition broken tip was confirmed on the mis si quick assembly poly screwdriver during investigation. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The device had been in usage for a long time and this is could just be a result of normal wear of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the tip of the screwdriver broke into the screw head during screw insertion. The screw had to be removed in order to retrieve the broken part. The screw had been pre-drilled with a 3.2mm drill. Another screw was used, instead. Procedure was completed successfully with a thirty (30) minute delay. There was no patient consequence. This report is for a viper universal poly driver. This is report 1 of 1 for (B)(4).